Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels and chest pain are potential adverse events that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
A non-csi guide wire was exchanged for a viperwire advance guide wire. Five low speed treatments were performed on a heavily calcified non-tortuous right coronary artery using a diamondback 360 coronary orbital atherectomy device (oad). On the sixth treatment on low speed, the patient experienced chest pain. Angiography imaging confirmed a perforation as extravasation was observed. Stent placement was performed. The patient stabilized.